Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. Blood glucose was 40 mg/dl. Customer treated low blood glucose with food. Patient has been experiencing low blood glucose for 3 days starting on (B)(6) but hasn't experienced them since the 3 days. Based on customer report proceeding in troubleshoot per customer alleging possible pump over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under/over delivery anomaly, no unexpected battery power loss and passed the delivery accuracy test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.